Event description:
It was reported that the right ventricular lead had a possible fracture as noise and oversensing was noted on stored episodes. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).